Manufacturer narrative:
During pm service by technician, trendelenburg valve (B)(4) was found to be defect. Replaced valve to resolve this issue.

Event description:
During pm service trendelenburg valve was found defect.